Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion on a pump, there was a leak from the connection of a prefilled 0.9% sodium chloride syringe. The syringe was connected to the line by the end cap. There was no patient harm.